Event description:
It was reported that the right atrial lead may not be capturing. The lead impedance was normal, however intrinsic r waves were not being seen with atrial pacing. An x-ray was taken and is being analyzed; the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).